Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the jet (j-tube) tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, foreign objects in the jet (j-tube) tube were observed. There was no patient involvement.